Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of incident was 620 mg/dl. Customer's current blood glucose level was 500 mg/dl. Customer was feeling sick, tired, week, vomiting, shortness of breath and had difficulty in walking. Customer was using insulin pump within 48 hours of reporting high blood glucose event. Customer stated that the auto mode was not on. Customer also reported that the retainer ring was cracked. The reservoir was not able to lock in place. The customer assisted with troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged damage to the reservoir compartment/physical damage to pump's retainer ring. Admitted to hospital time and date of hospitalization: 12:00/ (B)(6) 2021. Length of hospitalization: 1 week bg value when admitted to hospital: 620 mg/dl. No detached retainer or missing retainer noted. Device had cracked retainer, scratched case at the reservoir compartment, minor/deep scratched display window, torn display window cover, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and keypad overlay texture damage. Device also had dog chew marks on the case and on the display window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage - confirmed. Device had cracked retainer and scratched case at the reservoir compartment. However, the test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6) 2022. S/n (B)(6). Retainer ring = clear. On (B)(6) 2021 customer alleged damage to the reservoir compartment/physical damage to pump's retainer ring. Admitted to hospital time and date of hospitalization: 12:00/ (B)(6) 2021. Length of hospitalization: 1 week bg value when admitted to hospital: 620 mg/dl (high bg and dka). No detached retainer or missing retainer noted. Device had cracked retainer, scratched case at the reservoir compartment, minor/deep scratched display window, torn display window cover, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and keypad overlay texture damage. Device also had dog chew marks on the case and on the display window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device passed the functional testing. Unable to confirm alleged high bgs and dka. Cosmetic damage - confirmed. Device had cracked retainer and scratched case at the reservoir compartment. However, the test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.